Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus was delivered to address bg. A new cartridge was loaded to resolve the issue.